Event description:
Received an article published in the journal of vascular surgery titled "dutch experience with the fenestrated anaconda endograft for shock-neck infrarenal and juxtarenal abdominal aortic aneurysm repair". Per the article, the aim of this study was to present the first dutch experience with the fenestrated anaconda endograft. Per the article, one patient had ancillary left renal artery ruptured during covered stent expansion, treated with a st. Jude device which led to an occlusion of the main renal artery seen on follow-up cat scan.

Manufacturer narrative:
A thorough investigation was not able to be performed as no product code, lot number, or sample was provided. According to the article, initial and short-term results of fenestrated endovascular aneurysm repair (fevar) using the fenestrated anaconda endograft are promising, with acceptable technical success and short-term complications rates. Related MDR's: 1219977-2014-00366 and 1219977-2014-00367.